Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was not capturing. During an extraction attempt the lead was adhered to another lead. The lead was inactivated and was subsequently laser extracted and replaced. No patient complications have been reported as a result of this event.